Event description:
Spontaneous call from home health nurse to advise that pt's pump is malfunctioning and ordered a new one. Lot number and exp date unk. No mention of adverse effects or missed doses. No further info or dates reported. Reported to (B)(6) by health professional.